Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the md inserted the teflon sheath into the patient's femoral artery. When inserting the intra-aortic balloon (iab) into the teflon sheath. The iab became stuck. As a result, the md removed the iab and replaced it with a datascope balloon. There was no reported patient death or injury. Medical/surgical intervention was not required. The length of time that the therapy was delayed or interrupted is listed as "unknown". The outcome of the patient is "good".